Manufacturer narrative:
Subject device placed without incident; however, the patient experienced complications. Knowledge of the second stent (only on was reported to the MFR) was obtained through follow up responses received in 2007. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported on oct 15, 2007, a stenting procedure to treat intracranial atherosclerotic disease in the vertebro-basilar junction under hde (humanitarian device exemption) designation. Pre-procedure stenosis is unk. Predilation with a balloon catheter was performed, followed by implantation of 2 stents (one is subject device), one overlapping another. Residual stenosis is unk. The "... Patient had a transient bradycardia during index procedure. The patient also developed an asymptomatic intracranial hemorrhage during index procedure. Patient was treated with medications for both events. Both events resolved without residual effects." The next day, the "... Patient developed asystole post index procedure, prior to discharge... Patient was treated with medications. Event resolved without residual effects." The following day, the "... Patient developed a recurrent asystole post index procedure, prior to discharge... Patient was treated with medications and was implanted with an external pacemaker."